Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was exchanged on (B)(6) 2023 for an unknown reason. The event log files indicated that the driveline was disconnected on (B)(6) 2023 at 14:35 while connected to the power module. There were no unusual events prior to the driveline disconnection. The system controller was connected to a power module on (B)(6) 2024 at 11:20 which indicated that it had not been used since (B)(6) 2023.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: events consistent with a controller exchange were captured in the submitted log file. A specific cause for the events leading up to a controller exchange could not be conclusively determined through this evaluation. The heartmate 3 system controller was not returned for analysis. A review of the submitted log file revealed the system operated as expected until (B)(6) 2023 when the driveline was disconnected from the system controller and the pump stopped. The controller was then shut down. After the event captured on (B)(6) 2023 at 14:36:20, the log files captured a controller clock not set alarm due to the controller clock being reset to the default timestamp of 01jan2000. The alarm appeared to resolve between the timestamp of 01jan2000 at 00:00:34 and (B)(6) 2023 at 15:45:49 once the system controller clock was synched to the correct time; however, external power and the driveline were not connected at this time. The controller was then turned back on (B)(6) 2024; however, the driveline and external power were not connected, consistent with this controller being the backup controller following an unreported controller exchange that occurred on (B)(6) 2023. No other notable alarms or events were observed in the log files. Multiple attempts for additional information, including product status, were sent to the customer; however, no further information has been provided at this time. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate iii instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5, ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms. The heartmate iii patient handbook and heartmate iii instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.